Event description:
It was reported that a merlin.net transmission revealed oversensing of the ventricular lead, which caused pacing inhibition. The patient was asymptomatic. No intervention was reported. The patient would be monitored.

Manufacturer narrative:
All information provided by manufacturer, no medwatch form was received.